Manufacturer narrative:
Upon response from the vendor, it was verified that the battery for the unit failed due to an open f1 fuse coinciding with a pack overdischarge. Upon placing a jumper in the f1 fuse and applying a wake up voltage, it was found that the cells were in an undervoltage condition. This caused multiple flags to activate, which disables communication and voltage output. No further evaluation was requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device won't charge (18354-0058-p). There was no patient involvement.

Manufacturer narrative:
Updated with failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated codes to reflect failure analysis results.

Event description:
It was reported to philips that the battery for the device won't charge ((B)(4)). There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating the battery was completely depleted or faulty. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed ¿external power interrupted¿ and ¿shutting down now¿ messages accompanied by an error tone. The device subsequently failed to power up indicating the battery was faulty and not being charged. The battery was then removed from the mrx device and inserted into the cadex c7200 battery analyzer, but it was not recognized and an error code was prompted (¿fail 150- bad fuse or driver¿). Troubleshooting of the component verified that the battery would not charge in either the mrx or cadex charger. Upon conclusion of the analysis, the reported problem was verified and it was confirmed that the battery was defective.

Event description:
It was reported to philips that the battery for the device won't charge ((B)(4)). There was no patient involvement.